Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. Samples were received and evaluated. A trend for this occlusion issue has been identified for this product line. A CAPA 1998036(corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. H3 other text: see h10.

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues during use. The following was reported by the initial reporter: "it was reported that the smartsite extension set failed when attaching to the catheter. Verbatim: smartsite extension set failed when attaching to insyte piv catheter could not obtain blood flow when switched to a new set it worked fine."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues during use. The following was reported by the initial reporter: "it was reported that the smartsite extension set failed when attaching to the catheter. Verbatim: smartsite extension set failed when attaching to insyte piv catheter could not obtain blood flow when switched to a new set it worked fine"